Event description:
An integrity rapid exchange (rx) coronary stent was used for treatment of a lesion in the proximal lad. Five days post index procedure, the patient was rehospitalized due to a thrombus. The physician commented that the thrombosis may have been due to an under expanded stent, however, this cannot be confirmed. The patient was treated with aggressive dilatation using a 30/20 balloon and a temporary pacer was placed. The dilation was successful and the patient is reported to be ok.

Manufacturer narrative:
(B)(4). Results: limited information available. Inherent risk of procedure (stent thrombosis). Device not available for evaluation.